Event description:
It was reported that the right ventricular (rv) lead had an apparent insulation break. Therefore, the rv lead was capped and replaced with a new lead. It was also reported that the left ventricular (lv) lead impedance dropped following change out of the rv lead. It was further reported that the patient is scheduled for a phone check of the lv lead and is scheduled for follow up visit. At time of visit there will be follow up on the short ventricle-ventricles (v-vs) that were present at time of implant of the rv lead. However, it's felt this was related to the change out of the rv lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.